Event description:
The 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The hospital's biomed verified the malfunction in the device's memory, but could not reproduce the reported event. The unit passed extended self testing. No parts were replaced.